Event description:
The patient reported that on (B)(6) 2012 she was at a pain level of 9 and was seen by healthcare provider and given a shot of dilaudid and "fenagrid". Caller mentioned a previous ER visit that resulted in a pump increase; date unknown. Per patient, healthcare provider (hcp) suspected the patient had a granuloma. The pump dosage was increased 60% in the past 2 months. An MRI was done but was inconclusive. Hcp was considering further diagnostic testing. The patient stated she has appointment for a pump refill. The pump was delivering marcaine and morphine. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the cause of the event was the pump and catheter. Hcp checked for granular formation in the catheter. There was failure to aspirate the catheter. It was noted that hcp was "not sure if there is a problem with granuloma; found to be okay now". It was noted "patient feels that she has severe pain and thinks that she doesn't get the meds"; "seems to be back to normal". Outcome was indicated as no injury.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).